Event description:
Synovitis. Right knee effusion [joint effusion]. Total knee replacement [right knee] [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis of right knee (kellgren-lawrence, grade IV). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous medical device implantation with first course of synvisc (it was reported that the age of the pt at the time of first injection of first course was (B)(6)), moderate prior effusion, arthroscopy ((B)(6) 2005) and tendonitis ((B)(6) 2005). On (B)(6) 2005, the pt initiated second course of treatment with intra-articular synvisc (hylan g-f 20) injection (dosage regimen not provided) in the right knee. The lot number for synvisc was not provided. On (B)(6) 2005, the pt experienced synovitis of the right knee. On an unspecified date in (B)(6) 2005, the pt underwent arthrocentesis and 15 cc of clear yellow joint fluid was aspirated (right knee effusion). The pt was treated with intra-articular xylocaine (lidocaine) and intra-articular depo-medrol (methylprednisolone acetate) for both the events. On an unspecified date, the pt received second injection and on (B)(6) 2005, the pt received third injection of the course. On (B)(6) 2005, the pt underwent total knee replacement of the right knee. The outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was moderate and the intensity for the event of right knee effusion was mild. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship with the event of right knee effusion. The relationship between synvisc and the event of total knee replacement was unrelated. F/u info was received on (B)(4) 2013 and the pt's initial were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a bach of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.